Event description:
It was reported that the valve was not flowing correctly after implantation.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. It was within specifications for all pressure-flow and preimplantation tests except the test performed at pl 0.5 and -50cm hydrostatic pressure. Debris within the valve may interfere with the mechanism causing high pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.